Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection and battery testing were conducted. Review of the alarm log and functional testing identified the reported f38 alarm. The cause was determined to be due to damaged force sensing resistors (fsr's). To address this issue the fsr's were replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.